Event description:
Bioglue surgical adhesive was used for re-enforcement of a bowel anastomosis (as indicated use in a foreign country, but not an approved indication in the us), created to remove an intestinal obstruction. Approx one day post-operatively the pt returned for a subsequent surgical intervention, which resulted in removal in the bioglue anastomotic repair. According to a non-certified translation of a foreign pathology report, the pathologist observed that the intestinal segment had mucosal ulceration, a foreign body giant cell response to bi-refractive material, and fibro-adipose tissue with non-specific inflammatory congestion. No infectious agents were identified.